Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Customer went to the emergency room with high ketones and was subsequently admitted to the intensive care unit. Reportedly, customer "was running out of insulin and wasn't able to get insulin going due to running low on supplies". Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tts to obtain discharge date; however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.